Event description:
The customer reported the needle of the coulter lh 750 hematology analyzer leaked about 30 mls of bloody diluent while running samples. The leak was not contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing gloves, goggles and a lab coat at the time of the incident. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found the fluid was not draining from the needle bellows. The fse replaced the check valves going to waste chambers vc11 and vc13 and the instrument ran without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).